Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for repair of bilateral inguinal hernia, two 3dmax mesh devices were implanted. One on the patient's right side and one on the patient's left side. (B)(6) 2016 - the patient underwent additional surgery to remove the 3dmax, which allegedly failed, and repair the recurrent right inguinal hernia. The attorney alleges the patient has suffered pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with bilateral inguinal hernia and underwent laparoscopic repair with 3dmax mesh on both the side. Per operative notes, "the peritoneum and the sac were dissected free of the hernia defect. A right side preformed 3dmax mesh (device #1) was placed and another precut preformed 3dmax mesh (device #2) was placed on the left side". (B)(6) 2016 - patient was diagnosed with recurrent right inguinal, thereby underwent laparoscopic repair with the previous mesh explant and implant of the bard mesh (device #3). Per operative notes, "the entire mesh and retroperitoneal contents protruding through the floor. These were dissected from the cord and reduced. The inguinal floor was reconstructed with the bard mesh (device #3). Attorney alleges that the patient experienced mesh migration, recurrence, fistulae, pain and it was also alleged that the patient had dyspareunia, decreased activities due to the painful recovery of the revision surgery and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represent the 3dmax implanted on the patient's right side, as no allegation has been made associated with the mesh implanted on the patient's left side. Addendum #1: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of 3dmax right mesh, patient was diagnosed with hernia recurrence thereby underwent mesh explant. Review of manufacturing records confirms product was manufactured to specification. Corrected fields: h4 (manufacturing date).

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represent the 3dmax implanted on the patient's right side, as no allegation has been made associated with the mesh implanted on the patient's left side. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for repair of bilateral inguinal hernia, two 3dmax mesh devices were implanted. One on the patient's right side and one on the patient's left side. (B)(6) 2016 - the patient underwent additional surgery to remove the 3dmax, which allegedly failed, and repair the recurrent right inguinal hernia. The attorney alleges the patient has suffered pain and was injured severely and permanently.